Manufacturer narrative:
The review of the device history has been performed. No deviations were recognizable in the production documents. The complaint was originally received on 2-jul-2024. Based on the information available at that time, the case was classified as non-reportable. Based on new information brought to our attention on 16-oct-2025, the complaint was reevaluated and classified as reportable. The case is therefore being reported retrospectively. This is the final supplemental report, the complaint is closed.

Event description:
Reported by customer on (B)(6) 2024, that a fusion was being implanted and found that one screw in the trunnion on the femoral component was in backwards. There was no patient harm or procedure delay as the screw was backed out and used and the procedure continued successfully.